Event description:
The customer contacted physio-control to report a non-critical issue with their device. During evaluation physio-control observed that labels were missing. In this state, the customer will not be able to follow the instructions in order to provide defibrillation therapy, if it were needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Catalog # of this MDR indicates: unk_smp. Catalog # of this MDR should indicate: 99400-002755. A third-party service agent performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After installation of labels, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.